Event description:
Customer reported pump displayed reset screen unexpectedly. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer understood the situation after speaking with cts, who explained it as a safety feature of the pump, and successfully resumed insulin delivery after manually restarting cgm sessions and reloading the cartridge.